Manufacturer narrative:
(B)(4). Further information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that the compressor mini is cycling in and out of the stand-by mode. There was no patient involvement. (B)(4).

Manufacturer narrative:
The investigation of the complaint has been completed. Our field service engineer (fse) confirmed that the customers compressor-mini kept going in, and out of, stand-by mode. The fse replaced the standby valve and performed functional and safety tests successfully before the compressor-mini was returned to service. Received device logs underpins the reported issue. Ventilator alarms for, "low air supply pressure" and "high oxygen concentration" were generated indicating an insufficient air supply. The standby valve was installed in a reference compressor which was connected to a ventilator. The reported stand-by on/off behavior was confirmed. Typically the compressor was on for 30 seconds, followed by a stand-by period of about 7 seconds, when wall air was disconnected. The reference ventilator did, however, not alarm for insufficient air supply during the 18 hours of simulated-use testing of ventilation. Our conclusion in this matter is that the returned standby valve was defective but, the cause for the faulty behavior has not been determined from this investigation.

Event description:
(B)(4).